Event description:
Lasik procedure of (B)(6) 2016 for myopia. It ruined my vision and eye health. Lasik created a long list of complex symptoms that are not explained and cannot be treated. Poor vision all day, unstable vision, blurry vision, eye pain, severe dry eye that is very painful. Major high order aberrations. Inconsistent focusing of objects, ghosting and smearing of everything. Night and low light vision is horrific, cannot go out at night to enjoy anything. I had flap issues post op as well, the list goes on and on.